Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Tandem technical support (cts) assisted the customer with clearing the alarm. Although multiple attempts were made by cts to confirm the cgm session was resumed, customer did not reply.